Manufacturer narrative:
On april 30, 2019, an internal review was conducted and it was determined that a patient code was inadvertently not included, therefore, patient codes has been populated with "no code available" which represents "device fragments in patient" manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30173178l number, and no internal actions was found during the review. Concomitant products: non-biosense webster, inc. Product ¿ st. Jude medical sl0 sheath, catalog #: unknown, lot #: unknown. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure on which a pentaray nav high-density mapping eco catheter was used, and a medical device entrapment occurred requiring surgical intervention. During the procedure, while mapping in the patient¿s left atrium, the pentaray nav high-density mapping eco catheter splines became entrapped in the artificial mitral valve. The pentaray nav high-density mapping eco catheter was able to be removed from the valve; however, at least one of the splines was stripped off and the electrodes and blue plastic shielding were left behind in the valve. The patient was in stable condition and was transferred to a different hospital. Surgical intervention will be performed to remove the component that was left inside the patient¿s body. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Per pentaray nav high-density mapping eco catheter instructions for use (IFU), this catheter is contraindicated in patients with prosthetic valves. The biosense webster, inc. Product analysis lab received the device for evaluation on april 17, 2019 and it was reported that spine c was stripped, and internal parts were exposed.

Manufacturer narrative:
Investigation summary it was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure on which a pentaray nav high-density mapping eco catheter was used, and a medical device entrapment occurred requiring surgical intervention. During the procedure, while mapping in the patient¿s left atrium, the pentaray nav high-density mapping eco catheter splines became entrapped in the artificial mitral valve. The pentaray nav high-density mapping eco catheter was able to be removed from the valve; however, at least one of the splines was stripped off and the electrodes and blue plastic shielding were left behind in the valve. The patient was in stable condition and was transferred to a different hospital. Surgical intervention will be performed to remove the component that was left inside the patient¿s body. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome was unchanged. The device was inspected, and one spline was found detached from the tip. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. Then, the catheter outer diameter was measured, and it was found within specification. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. Use of the pentaray was off-label in a patient with mechanical valve. Damage to the valve and possible need for surgical interventions are known complications of its use in mechanical valves. The root cause of the damage observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, this issue is related to the procedure. Manufacturer's reference # (B)(4).